Manufacturer narrative:
The pump has returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pump was under infusing. The report indicated that the patient was due to have the pump replaced. No rotor study was done; dye study was performed and was reported to be ok. The patient did not experience any symptoms. The patient outcome was "recovered without sequela". The pump was used to deliver baclofen.